Manufacturer narrative:
Patient gender and weight were not made available from the site. The date provided is the date of the article publication. Exact date of the reported event is unknown. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's planning station. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. Therefore, no system evaluation required.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
Journal article review: article intraoperative 3d imaging control during subthalamic deep brain stimulation procedures using o-arm technology: aberrant positioning of a dbs lead was detected in patient #10's post-op scan after using planning station to plan trajectory. The amount of inaccuracy was 3.5 mm on left side. For this patient the surgeon decided to implant the definite electrode on an existing microelectrode trajectory, because they obtained significant microrecordings of typical subthalamic nucleus neuronal activity and operative semi-macro-stimulation-induced very clear improvement of parkinsonian motor symptoms without any side-effect. Therefore, they did not have to correct the trajectory of the microelectrodes. For this patient who underwent both intra-operative and final 3d imaging, the accuracy was calculated as the euclidean distance between: the definite electrodes, the trajectory chosen after electro-physiological mapping and defined by a micro-recording electrode identified on the intra-operative 3d images. Electrode positioning was considered as aberrant if the distance was over 2 mm. The measurement was performed (after inner stylet removal) between the planned trajectory and the center of electrode artifact, usually at the level of the distal electrode contacts. A single measurement was performed, because the electrode and planned trajectory were considered as parallel. This patient had stimulation-induced improvement of 46%. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's planning station. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.